Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the down arrow button has been sticky for the past four months and required multiple presses to elicit a response. The reporter mentioned that the keypad symbols were worn off. The reporter confirmed that there was no damage to the keypad and no moisture in the pump. The patient reportedly wore the pump on a clip and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/14/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the down arrow and contrast keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response; the up arrow and ok keypad buttons responded appropriately. There was evidence of contamination found under all key contacts. The symbols on the keypad were observed to be worn off, which has no effect on insulin delivery.